Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed using the naked eye which observed the tubing was separated from the y-site clearlink in the upstream part. The reported condition was verified. The cause of the condition was due to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: additionally, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing was performed including clear passage and pressure testing with no issues noted. Priming along with flow and pull tests were performed with no issues noted. The reported condition was not verified on the companion sample. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set broke or disconnected from the port. This was observed when opening the package prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted